Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was relocated resolving the issue.